Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. The permanent cautery hook instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. In addition, failure analysis (fa) observed the following which are not related to the reportable event. The instrument was placed on an in-house system. The instrument failed the recognition test. The instrument information found in the dallas chip was not detected. Root cause of this failure is not determinable/applicable. Also, the instrument's identification board was found to have corrosion. Improper cleaning during reprocessing most commonly causes this failure and the root cause of this failure is attributed to mishandling. A review of the instrument log for the permanent cautery hook (420183-12/ n10160920 280) associated with this event has been performed. Per logs, the permanent cautery hook (420183-12/ n10160920280) was last used on (B)(6) 2020 on system (B)(4). The alleged instrument had 5 uses remaining after the last procedural use. A review of the site's complaint history does not show any additional complaints related to this product. No image or video of the last procedure was provided for review. Based on the information provided at this time, this complaint is being reported because the permanent cautery hook instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument was not detected by the system and had a broken wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no additional information was available, including other patient-related information due to data privacy law.